Manufacturer narrative:
Instrument was within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Qc was run before, but not after the incident and was within range. The field service engineer did not evaluate the analyzer. The customer reported to the fse that the mixer on site was 'old', needed to be replaced, and was recognized to have probably contributed to the erroneous results. Customer is in the process of obtaining a new blood mixer. Printouts provided confirmed the reported problem. Review of the data provided is indicative of inadequate sample mixing. Contact with laboratory manager on 04/17/2008 confirmed no further incidents have occurred since this event. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous test results were obtained for two patient samples while using the coulter ac-t diff 2 analyzer. The erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Instrument was within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Qc was run before, but not after the incident and was within range. The field service engineer did not evaluated the analyzer. The customer reported to the fse that the mixer on site was 'old', needed to be replaced, and was recognized to have probably contributed to the erroneous results. Customer is in the process of obtaining a new blood mixer. Printouts provided confirmed the reported problem. Review of the data provided is indicative of inadequate sample mixing. Contact with laboratory manager on 04/17/2008 confirmed no further incidents have occurred since this event. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous test results were obtained for two patient samples while using the coulter ac-t diff 2 analyzer. The erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no effect to patient treatment as a result of this event.